Event description:
It was reported that the pt's pump was alarming. According to the event logs, the pump motor had stalled and had not recovered. The pt was not having any symptoms. The pump was used to deliver sufenta, clonidine, and bupivacaine. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.